Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for another indication and during hospital stay, the patient was diagnosed with peritonitis. The patient was treated with vancomycin injection (1gm, ongoing, route, frequency and duration were not reported) and ceftazidime injection (1gm, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued, pd catheter was removed and the patient was switched to hemodialysis (twice a week). No additional information is available.